Event description:
It was reported that the patient presented in the emergency room with syncopal episodes. It was revealed that the right ventricular lead was capturing intermittently. It was also noted that sensing was low yet impedance was in range. The lead was capped and replaced the next day on (B)(6) 2017. The patient was stable during and after the procedure.